Manufacturer narrative:
Submit date: 2/7/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer states the syringes does not work properly as they should. They do not pull liquid enough and if they do it would be with bubbles. And some of them do not pull liquid at all.